Manufacturer narrative:
Concomitant medical products: product ID; 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3 7651, serial# (B)(4), product type: recharger. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3387s-40, lot# v255260, implanted: (B)(6) 2009, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 37092, lot# 458430003, implanted:(B)(6) 2014, product type: accessory. (B)(4).

Event description:
It was reported the patient had a loss of therapeutic effect and their stimulation therapy suddenly stopped working the day prior to this report. The patient arm was flapping, they could not write, and their symptoms had completely returned. The patient made sure the implantable neurostimulator (ins) was charged. Due to their symptoms, the patient could only use one arm. The patient programmer would not light up, but the programmer did turn on after the batteries were changed. When the patient checked the ins with the programmer, the programmer showed the ins was off. The patient was able to turn the ins back on and they felt the therapy working. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.